Event description:
An implantable cardiac defibrillator (ICD) was returned from an unknown source with no information. Information identified in the manufacture database indicated the patient died seven days after implant of the ICD. Additional information received from the cardiologist indicated the last device check took place three months prior to death and showed normal function. A cause of death has been requested and not received.

Manufacturer narrative:
Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be process and considered accordingly. Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.